Event description:
Additional information was reported that the cause of the patient's ins not working was due to their battery becoming dead. The patient will be getting a new battery put in their lower left quadrant tomorrow (B)(6) 2019. The patient noted that their doctor doing the surgery insisted they were a new patient, yet she was the one who did the same surgery on the patient in 2016. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulator was down and didn¿t work. The patient was unsure if it was ¿flipped in my system¿ or what because it wasn¿t working. The patient stated she couldn¿t get any bars and had charged her implant to 100% last week. The patient noted the device was no good for walking if it didn¿t work and she was in pain and wanted to meet with a manufacturer representative to fix it. The indication for use was spinal pain. Additional information received from the consumer via the manufacturer representative reported that their implanted battery had flipped due to weight loss. The patient had been unable to charge for three weeks. An appointment was set up with neurosurgery to discuss and the issue was not resolved at the time of the report.